Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was implant exchange. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right-side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion and two openings. Leak test and microscopic analysis was performed which identified: one opening sharp on radius and one opening striated on the anterior. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening due to an unidentified (tear) opening. One striated opening due to surgical damage consist in the use of some surgical tool. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right-side deflation. Device has been explanted.